Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl despite a sensor glucose of 400 mg/dl. The customer was treated for the low blood glucose with food, and her blood glucose has since increased to 202 mg/dl. The customer was assisted with troubleshooting. Customer stated that the device programming was accurate. The reservoir was showing the same amount of insulin as displayed on the status screen. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.